Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was having difficulty hearing the alarm on the insulin pump. Customer also reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 112 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is not being returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on down arrow button. The connector was inspected and locked on lcd board. No button error alarm during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. Pump was tested with no audio/beep anomaly noted. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.